Manufacturer narrative:
Continued from section h.6 adverse event problem, type of investigation: incomplete device returned (4116). Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. The trigger cord wound on the two-way handle, the irrigation adapter, and the loading catheter were included in the return. However, the barrel and the 6 bands were not included in the return. The two-way handle was returned in the two-way position. The length of the trigger cord was measured is within tolerance. During a visual examination, all of the beads were present on the trigger cord and there were no voids or flashing found on the beads. Bead locations were verified and found to be correct. An evaluation of the handle wheel movement was also performed and the wheel functioned as intended. A photo was also provided and reviewed. An evaluation of the photo provided did not confirm the report. In the photo provided, the components of the product are seen in the tray; the handle with the trigger cord wound on it, the irrigation adapter, and the loading catheter. However, the barrel nor the bands were visible in the picture. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information provided indicated that an olympus gif-260 scope was used. A possible contributing factor to premature band deployment is using a scope not recommended for the mbl-6-f device. Mbl-6-f devices are recommended to be used with fujinon endoscopes. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Correction action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. In-service: based on the information provided, that an endoscope not recommended for the mbl-6-f was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The physician released the first band with no issue but the second to sixth bands came off together. The physician changed to another of the same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Occupation: unknown. Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo was provided and reviewed. An evaluation of the photo provided did not confirm the report. In the photo provided, the components of the product are seen in the tray; the handle with the trigger cord wound on it, the irrigation adapter, and the loading catheter. However, the barrel nor the bands are visible in the picture. Without return of the complaint device, a complete evaluation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The physician released the first band with no issue but the second to sixth bands came off together. The physician changed to another of the same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.